Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion being treated was located in the severely calcified and moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.0mm apex balloon catheter. A 2.50x16mm ion stent delivery system (sds) was then advanced to the rca and would not cross the lesion. The sds was pulled back into the guide catheter. Upon removal of the sds it was noted that the stent struts were flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus element/ion monorail stent delivery system (sds), stent and shelf carton. The batch number on the shelf carton matched the reported batch number. The balloon was tightly folded with the stent positioned between the markerbands. Multiple stent struts in the first three rows (from the distal edge) were stretched distally. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion being treated was located in the severely calcified and moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.0mm apex balloon catheter. A 2.50x16mm ion stent delivery system (sds) was then advanced to the rca and would not cross the lesion. The sds was pulled back into the guide catheter. Upon removal of the sds it was noted that the stent struts were flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.